Event description:
It was reported that an altitude alarm occurred. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.